Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer charges the pump it became hot. The customer stated there were no temperature alarms noted. There was no impact to the customer&#38112;blood glucose level.